Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Insufficient product was returned for investigation. No data logs were returned for analysis. The root cause of the optical signal issue was not determined as no data logs and insufficient product were returned for analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that the optical signal was lost, but the pump issue caused no harm or injury or pump explant.

Manufacturer narrative:
The investigation has been completed. The purge sidearm and a purge cassette were returned. The severed sidearm was inspected and a crack along the length of the yellow luer was observed. The sidearm was connected to the purge fluid via the purge cassette and the leak was reproduced. The root cause of the purge leak - pump was determined to be due to a damaged sidearm yellow luer. No data logs were returned for analysis. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
Per investigation results, a complainant had impella cp pump support initiated for a patient admitted in cardiogenic shock/acute myocardial infarction. The pump remained on until the team observed a purge leak. The pump was explanted two days later. The patient survived without any harm or injury.